Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4) the carefusion field service rep. Evaluated the unit, verified the complaint and determined that the root cause of the reported event was faulty cap/diaphragms. Reproduced problem, map was not stable. Testing unit with old model of caps and ran unit for over a half hour with no significant drift of map or any other parameter. Customer had gotten caps from lot # 599537, which t/s determined was a bad lot. A replacement box of "good" cap diaphragms will be sent.

Event description:
The customer reported, despite having the "circuit changed twice", cannot get this vent to pass the patient circuit calibration. Carefusion technical support specialist explained about cap diaphragm issues. Patient involvement is unknown.